Event description:
It was reported that the patient¿s pump was "beeping". The reporter was unsure of when the alarm started. The patient indicated to the health care provider (hcp) that the pump was alarming because it was empty, and further stated that the pump ¿wasn¿t working anyway¿. The reporter provided no further details as to what the allegation was. The patient did not want any medication in the pump, but just wanted the alarm to be turned off. The hcp was contemplating filling the pump with saline. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4). Implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).